Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient turned the device off last tuesday, but now she was having trouble making it charged. The patient said she can¿t seem to keep the battery charged up. The patient clarified that she is spending her whole life charging the batteries. The patient said the ins was turned on and the staples were taken out (B)(6) 2018. The patient reported when she came home that night, she charged the ins to 100%. The patient reported she went to bed with the controller plugged in and the next morning the ins was completely run down. The patient reported she was asleep for 8 hours. The patient noted the controller was at 100% because it was plugged into the wall all night. The patient said she charged the ins battery, but by nighttime the ins had to be recharged again. The patient said she just turned the ins off and went to bed. The patient said the ins runs down and doesn¿t stay charged. The patient said she charged to 100% in the morning and it was already down to 50%. The patient noted the ins battery may not be running down to 0% when she notices she needs to charge. The patient had not been reprogrammed recently and has not increased settings. The patient did not know if she had hd settings and the patient confirmed she is able to successfully charge the ins when needed. The patient asked if she could turn the ins off at night, so she could use it in the morning. The patient also reported the first time she recharged it took an hour and a half to fully charge. The patient said that was longer than she was expecting. The rep stated the patient had to charge twice a day. The rep checked the energy levels with the current settings. The rep discussed how to maintain a good connection while recharging. The rep also discussed how to use the patient programmer to find optimal intensity settings to achieve pain relief and lower the recharge burden. The issue was not resolved at the time of the report. The patient noted she didn¿t have an y bandages and thought she was healing nicely from surgery. The patient was directed to follow up with their healthcare provider and the patient said she had an appointment on (B)(6) 2018. No further complications were reported.

Event description:
Additional information was received from the patient. It was reported the charging difficulties were resolved. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the charging issue was not determined. The rep discussed how to maintain a good connection while recharging. They also discussed how to use the patient programmer to find optimal intensity settings to achieve pain relief and lower the recharge burden. The issue was not resolved at the time of the report. The rep has called the patient multiple times recently and has not heard back from them. No symptoms or further complications were reported.